Manufacturer narrative:
Investigation summary: a mz1000-br product was not available for investigation; however, the customer indicated the complaint sample was from lot 22015361. The feedback provided by the customer indicates leakage was detected at the connection between the maxzero component and a 3ml luer lock syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22015361 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the complaint sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.

Event description:
It was reported that the bd maxzero needleless connector experienced leakage. The following information was provided by the initial reporter, translated from (B)(6) to english: during the infusion of saline, there was a leak with the use of the 3ml ll syringe.